Event description:
It was reported that bd sharps disposal by mail opening was too small for the needles. The following information was provided by the initial reporter: material no: 323488, batch no: unknown. It was reported that the opening of the sharps container was too small for the safety pen needles. Verbatim: home heath aid wanted to know how to use sharps container. Stated, the safety pen needles could not fit through hole. I explained, the openings are too small and will not accommodate a safety pen needle. She will need to purchase a larger sharps container. Offered a refund. Home health aid will call back if she decides to take refund. Did not provide any additional information. Will not be sending letter, replacement or mail kit.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for difficult/unable to operate (openings too small) due to unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is OEM - premuim plastic solution (pps). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sharps disposal by mail opening was too small for the needles. The following information was provided by the initial reporter: material no: 323488 batch no: unknown. It was reported that the opening of the sharps container was too small for the safety pen needles. Verbatim: home heath aid wanted to know how to use sharps container. Stated, the safety pen needles could not fit through hole. I explained, the openings are too small and will not accommodate a safety pen needle. She will need to purchase a larger sharps container. Offered a refund. Home health aid will call back if she decides to take refund. Did not provide any additional information. Will not be sending letter, replacement or mail kit. (B)(6).